Manufacturer narrative:
Reporter information: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device has unspecified malfunction, request has been sent out for such information. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Fse performed self-test. Based on the information available and the testing conducted, the cause of the reported problem was battery needs to be calibrated. The reported problem was confirmed the device battery was recalibrated by fse. The investigation identified calibration issue, and replacement has been initiated. If additional information is received the complaint file will be re-evaluated.